Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's tubing set failed during the night and leaked from the small housing around the filter, resulting in a large portion of the tpn spilling onto the bed. Per reporter, as a result the patient did not receive the required nutrition and medications on that day. A partial dose of medication was missed, and there was a delay in therapy. No medical intervention was required. No symptoms were reported.